Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a short circuit between the lead coils caused by damage to the distal insulation. The insulations were damaged, two filars of the proximal coil were fractured and the distal coil was squeezed due to excessive force when tightening the suture sleeve.

Event description:
It was reported that the lead exhibited loss of capture and threshold greater than 5 v at 0.7 ms. The lead was explanted and replaced.